Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protrude/loose drive support disk. The insulin pump had a scratched display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed and is stuck in the prime process. The blood glucose reading is 195 mg/dl. The drive support cap is protruded. Advised customer the insulin pump will be replaced. Nothing further reported.